Manufacturer narrative:
Continuation of d10: product ID a14bx030210170 (lot: c137171); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was treated for a calcified lesion with a moderate degree of calcification located in the mid left superficial femoral artery. During preparation, the rapid cross percutaneous transluminal angioplasty device was found to be cracked at the hub and unable to twist the inflation device on, making it difficult to set up; this device was not used in the patient. During the procedure, the nano cross elite device experienced a longitudinal balloon burst at 8 atm on the first inflation; the device was safely removed and no injury or intervention was required. A nitrex 0.014" guidewire was used. No resistance was met during advancement and the device had not passed through a previously deployed stent. An unknown inflation device with 0/50 contrast was used for inflation. The balloon did not detach during the event. The procedure was completed using new devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned with the balloon detached at the proximal end and the proximal markerband present no other markerbands are present, (photo 5) and the detached components were not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.